Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/plastic bag. Upon return, teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing, no damage or abnormalities were noted. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "repeated helium loss 2 alarms" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bi-furcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. The iabc bladder was fully intact with no damage or abnormalities were noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "suspected abrasion". Additional information states the iab catheter was removed and replaced.no patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected abrasion". Additional information states the iab catheter was removed and replaced. No patient harm or injury reported. The patient's current condition is reported as "fine."